Event description:
It was reported that the patient presented for a scheduled device change. During the procedure the physician was unable to unscrew the ventricular lead from the previous header. After several attempts, it finally unscrewed the lead from the header. No patient consequences.

Manufacturer narrative:
The reported event if unable to unscrew the ventricular setscrew was confirmed. Final analysis found that the ventricular setscrew was stripped due to procedural damage. No setscrew anomalies were found.